Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services for low blood glucose on (B)(6) 2022. Customers blood glucose reading at the time of hospitalization was 30 mg/dl. Customer was treated with intravenous insulin drip in hospital. The customer did experience symptoms such as weakness, customer lost his balance while standing and vomiting. The insulin pump was not on auto mode at the time of incident. Customers current blood glucose was 160 mg/dl. The customer treated low blood glucose with food and glucose tablet. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. Customer alleged over delivery on insulin pump as low blood glucose event happened suddenly without prior warning. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.